Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Preliminary findings are reported. Olympus performed visual inspection on the received condition of the device. The ptfe pad (teflon pad) was inspected and found it is separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal and had some tissue build up. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified procedure using a thunderbeat probe, the tip of the probe broke off. The procedure was completed with a second thunderbeat with no reported patient impact. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the tissue pad separated due to contact with the non-insulated area of grasping section. The following scenario likely caused the event: 1. Due to performing output while grasping nothing (including the case the device was activated after cutting tissue), the distal end of the tissue pad was peeled off. 2. The tissue pad separated when a load was added. This following information is included in the instructions for use (IFU): ¿ "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." ¿ "when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation."

Manufacturer narrative:
The subject device is single use and not serviced. This report is being supplemented to provide additional information received from the customer. Please see a2, a3, and b5 for further information. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
Additional information about the event was received from the customer. The patient was a 37 year old female, height 5'6". The procedure being performed was a total laparoscopic hysterectomy. The probe tip did fall into the patient. It was retrieved with graspers. All parts were retrieved. There were no patient issues related to this event.